Event description:
Edwards received notification from a territory manager that patient will undergo intervention for a sapien 3 23mm valve after an implant duration of 1 year and 10 months that was implanted too low in the lvot. Echo at approximately 3 months after initial implant showed the aortic prosthesis had ¿unchanged¿ function classified as moderate/severe aortic stenosis. The gradients are discussed as unchanged since implant and are elevated due to the viv within a homograft and calcium present in the lvot causing inadequate expansion. The patient was asymptomatic with the mean gradient now approximately 41mmhg. The risk of annular rupture due to the homograft is high and therefore not recommended.  During the procedure, successful dilatation of the s3 implanted in a freestyle valve occurred. The team used a 21 mm true balloon and then a 23 mm true balloon to expand the s3 and non-edwards surgical valve annulus. The team then implanted an s3 ultra inside of the original s3 via tf approach. The gradient measured 12 mmhg on tee and 14 mmhg. Patient tolerated procedure well and the team is happy with the result. There were no ew device malfunctions nor procedural complications. The valve was successfully placed, however mean gradient post op was stated as 26mmhg.  Overnight the patient had bradycardia, but no treatment was given nor ppm was planned. Discharged on pod#1.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest that patient factors (homograft repair, previous tavr) and procedure related factors (implanted too low in the lvot) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a territory manager that patient will undergo intervention for a sapien 3 23mm valve that was implanted too low in the lvot. During the procedure, successful dilatation of the s3 implanted in a freestyle non-edwards valve occurred. The team used a 21 mm true balloon and then a 23 mm true balloon to expand the s3 and freestyle surgical valve annulus. The team then implanted an s3 ultra inside of the original s3. The gradient measured 12 mmhg on tee and 14 mmhg on cath. Patient tolerated procedure well and the team is happy with the result.